Manufacturer narrative:
The event was confirmed based on x-rays images. Visual, dimensional and functional analysis could not be performed as the device was not returned. The device remains implanted. No lot # was provided, so a manufacturing record review could not be performed. The definitive root cause of the event cannot be determined from the given information.

Event description:
It was reported that; surgeon noticed what looks like failure of the locking mechanism on post op visit. Additional email correspondence notes; films shows strong screw subsidence in one screw, suspect caused the spring bar to bend or break from screw head force.

Event description:
It was reported that; surgeon noticed what looks like failure of the locking mechanism on post op visit. Additional email correspondence notes; films shows strong screw subsidence in one screw, suspect caused the spring bar to bend or break from screw head force.